Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their top of the insulin pump was damaged and had crack. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. It also stated that the reservoir was not lock in the place securely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The device was received with cracked case corner of the belt clip rails near the battery compartment, missing reservoir tube o-ring, broken reservoir tube lip, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.